Manufacturer narrative:
Summary for complaints that are still under investigation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms tip damage. A complaint database search on the provided product codes found similar reports which were attributed to product wear out and or misuse. Dra-004082 found minimal patient risk associated with the reported failure, and the risk of surgical delay is mitigated by the general nature of this instrument; the tapered hex screwdrivers can be replaced by other general hex drivers in the instrument kits. The root cause is attributed to product wear out. Based on the root cause of product wear out, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Event description:
Screwdrivers are getting stuck in pinnacle cups.